Manufacturer narrative:
(B)(4). Correction: describe event or problem. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following is corrected information. It was reported that suture placement with seven proglide devices were attempted, four devices in the calcified left common femoral artery (lcfa) and three devices in the calcified right common femoral artery (rcfa) via 20fr sheath using the preclose technique prior to an endoprosthesis procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other seven perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with eight proglide devices were attempted, four devices in the left common femoral artery (lcfa) and four devices in the right common femoral artery (rcfa) via 20fr sheath using the preclose technique prior to an endoprosthesis procedure. Reportedly, when the plunger was removed, the suture was not attached. Four additional proglide devices were placed, two devices in the lcfa and two devices in the rcfa. The endoprosthesis procedure was completed and hemostasis was achieved using the pre-placed proglide sutures in the lcfa and rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.